Event description:
It was reported that this inflatable penile prosthesis was not fully inflating. A pump issue was suspected. Cylinders were removed and replaced. There were no patient complications reported.